Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. The head-end of the 6 x 100 x 120 smart control self-expanding stent (ses) system ¿was not fully loaded into the delivery system¿ during prep, for unknown reasons. The product was stored and handled according to the IFU. The product was inspected and prepped according to the instructions for use. There was no reported patient injury. The device was returned for analysis. One non-sterile ses smart control 6x100 120 was received for analysis inside a plastic bag. Per visual analysis, the locking pin of the unit was already detached (missing, not returned for evaluation). The stent of the unit was observed 3mm deployed. No other anomalies found. Per dimensional analysis, the usable length of the stent delivery system was measured against the pkg assy,120cm smart vascular specification and it was found within specification. Per functional analysis, stent deployment was successfully performed. No anomalies observed. A product history record (phr) review of lot 17895909 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds)-ses-deployment difficulty - premature/during prep¿ was confirmed due to the 3mm stent deployed condition of the unit the way it was received for analysis. The locking pin of the unit that prevents the slider to move (liberating the stent from place) was already detached (missing, not returned for evaluation). However, the stent deployment test was successfully performed on the unit. No anomalies were observed during stent deployment. The cause of the reported deployment difficulty could not be conclusively determined during the product evaluation. It is probable that the user¿s interaction with the device during device preparation may have contributed to the reported event. As the locking pin from the unit was received, already detached. According to the instructions for use, which are not intended as a mitigation of risk, ¿after careful inspection of the pouch looking for damage to the sterile barrier, carefully peel open the pouch and extract the stent delivery system from the tray. Examine the device for any damage. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed.¿ neither the phr review nor the information available suggests a design or manufacturing related cause could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 17895909 presented no issues during the manufacturing process that can be related to the reported event. This device is expected to be returned for analysis, however has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the head-end of the 6 x 100 x 120 smart control self-expanding stent (ses) system ¿was not fully loaded into the delivery system¿ during prep, for unknown reasons. There was no reported patient injury. The product was stored and handled according to the IFU. The product was inspected and prepped according to the instructions for use. The device is expected to be returned for analysis.